Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Product was discarded. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
Patient was enrolled into the trident tritanium acetabular shell revision study and their previous implant was determined to be stryker. Aseptic loosening was indicated as the reason the previous implant was being revised.